Event description:
I am submitting this report to raise serious concerns regarding the safety, performance, and maintenance implications of the ge carescape r860 mechanical ventilator manufactured by ge healthcare, currently used in critical care environments. Based on repeated observations during clinical operation and technical maintenance, several issues have been identified. These concerns are presented below according to their potential impact on patient safety and healthcare resource utilization. Infection control risk: the ventilator appears to lack sufficient protection in the medical air supply pathway to prevent humidity ingress. Moisture accumulation may occur within internal pneumatic pathways and components such as the expiratory module and flow sensor assembly. This condition may create a potential environment for microbial or bacterial accumulation inside internal airflow pathways. Such conditions may represent a potential infection control risk, including a theoretical risk of ventilator-associated infection transmission. Maintenance and cost efficiency concerns: from a technical maintenance perspective, certain component failures require major module replacement procedures. In some cases, the repair cost may approach or exceed a significant portion of the device acquisition value, raising concerns regarding long-term cost efficiency, maintenance sustainability, and potential unnecessary financial burden on healthcare facilities. Considering that mechanical ventilators are life-support devices used for critically ill patients, the above observations may represent potential patient safety risks, infection control concerns, operational reliability issues, and financial inefficiencies in healthcare resource utilization. Therefore, I respectfully request that the saudi food and drug authority review the safety, technical performance, and maintenance implications of this device and conduct the appropriate regulatory evaluation to ensure patient safety and proper utilization of healthcare resources.